Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection, then used as external temporary device. There were no additional adverse patient effects reported. The pacemaker remains in service.

Event description:
Additional information indicated that the device was explanted and the patient had infection in the blood stream and settled in the system. There were no additional adverse patient effects reported.